Manufacturer narrative:
(B)(4). The customer reported the device failed to acquire an ECG waveform. It was later determine the issue involved leads ECG. There was no negative pt impact. The device and accessories were sent to the philips bench for evaluation. The reported symptoms could not be reproduced. Events in the device logged showed leads on/leads off messaging. Note that there are many factors that influence the quality of the leads ECG waveform, including brand and quality of monitoring electrodes, skin prep, and pt movement. The reported symptoms could not be reproduced and we are therefore unable to determine the cause of the reported symptoms. Per the discretion of the repair technician as proactive preventive maintenance the ECG connector, lead set and trunk cable were replaced.

Event description:
The customer reported the device failed to acquire an ECG waveform. It was later determine the issue involved leads ECG. There was no negative pt impact.